Event description:
Customer reported abo discrepancies on galileo using reflexfwd abo assay with cord blood samples. Patients that are a positive resulted as o positive on the galileo.

Manufacturer narrative:
Customer did not have sample to return for investigation testing. The operator manual states that forward only abo-rh testing has a higher risk of mistype due to the absence of reverse type results. Hazardous mistypes may occur. For this reason, abo-rh results should always be compared to the patient or donor's history.